Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, hypersensitivity, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, hypersensitivity, inflammation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Reporter information updated. Plaintiff demographics added. Essure indication added and insertion and removal date updated. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and dyspareunia (painful sexual intercourse) added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic /chronic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia ( heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, hypersensitivity, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, inflammation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2000. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events added: dysmenorrhea (cramping), abdominal pain, back pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation") and hypersensitivity ("allergic reaction"). The patient was treated with surgery ( to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, inflammation and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, inflammation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.